Event description:
Per the clinic, the device was explanted on (B)(6) 2026, due to an infection (site of infection not confirmed) after sustaining a head trauma 2 months ago. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient has developed infection at the magnet site and was hospitalized three times with five courses of intravenous antibiotics (specific date and duration not reported). It was reported the infection has resolved.